Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record for the finished product shows no nonconforming events which could contribute to this failure mode. It should be noted there were no additional complaints of this failure mode associated with this lot number. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that during an endovascular treatment (evt), using an advance 14 low profile balloon catheter, the device was advanced contralaterally from the femoral artery (fa). The patient's anatomy was said to be suitable for the procedure however, when the physician attempted to inflate the balloon at the target lesion, the balloon ruptured. It is unknown the direction in which the balloon ruptured. No adverse effect to the patient was reported. The advance 14 lp low profile balloon catheter was replaced with another manufacturer's device to complete the procedure.

Manufacturer narrative:
(B)(4). The product will not be returned for evaluation. The event is currently under investigation.

Event description:
It was reported that during an endovascular treatment (evt), using an advance 14 low profile balloon catheter, the device was advanced contralaterally from the femoral artery (fa). The patient's anatomy was said to be suitable for the procedure however, when the physician attempted to inflate the balloon at the target lesion, the balloon ruptured. It is unknown the direction in which the balloon ruptured. No adverse effect to the patient was reported.